Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of non-sustained myopotential oversensing. There was also one episodes where the myopotential oversensing inhibited biventricular pacing on the right ventricular channel. Device reprogramming is anticipated and the patient was in stable condition.